Event description:
Pt bilateral mastectomies for cancer in 1980, with subsequent reconstruction with silicone breast implants. Had surgery 9/30/97 to remove left breast implant which was felt to be ruptured, plus removal of right implant. This was to be followed with tram reconstruction. At the time of surgery left implant found to be ruptured but with no identifying marks. Right implant intact bearing dow corning name. No other identifying info available. Pt also had biopsy of tissue in the right axilla which was found to be adenocarcinoma, consistent with primary breast cancer. Tram was cancelled.